Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration"), device breakage ("only a portion of the device could be removed") and embedded device ("remaining portion of the essure device remains embedded in the plaintiffs uterus") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), menorrhagia ("heavy and abnormal menstruation"), abdominal pain ("severe abdominal pain") and complication of device removal ("only a portion of the device could be removed. The remaining only a portion of the device could be removed. The remaining portion of the essure device remains in her uterus"). The patient was treated with surgery (underwent a surgery to remove the essure device) and surgery (underwent a surgery to remove the essure device). At the time of the report, the device dislocation, device breakage, embedded device, menorrhagia, abdominal pain and complication of device removal outcome was unknown. The reporter considered abdominal pain, complication of device removal, device breakage, device dislocation, embedded device and menorrhagia to be related to essure. The reporter commented: only a portion of the device could be removed. The remaining portion of the essure device remains embedded in the plaintiffs uterus. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("device migration / fallopian tube perforation lower right side / the location of the device was unknown"), device breakage ("only a portion of the device could be removed") and embedded device ("remaining portion of the essure device remains embedded in the plaintiffs uterus/ still embedded in tissue/ portion of the device remains embedded in uterus lining (near plaintiff's fallopian tube opening)") in a (B)(6) year-old female patient who had essure (batch no. 922606) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "fallopian tube not blocked". The patient's past medical history included multigravida and parity 4 ((B)(6)). Previously administered products included for an unreported indication: birth control pill from 2002 to 2011. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("frequent pain in lower right side/ side pain in lower right side/ sharp pain- lower right side/ pain in her lower right side"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), menorrhagia ("heavy and abnormal menstruation"), abdominal pain ("severe abdominal pain"), complication of device removal ("only a portion of the device could be removed. The remaining only a portion of the device could be removed. The remaining portion of the essure device remains in her uterus") and mental disorder ("caused or aggravated any psychiatric or psychological condition"). The patient was treated with surgery (laparoscopic surgery to remove device on (B)(6) 2013) and surgery (laparoscopic surgery to remove device). At the time of the report, the fallopian tube perforation, device breakage, embedded device, menorrhagia, abdominal pain, complication of device removal and mental disorder outcome was unknown and the pelvic pain had not resolved. The reporter considered abdominal pain, complication of device removal, device breakage, embedded device, fallopian tube perforation, menorrhagia, mental disorder and pelvic pain to be related to essure. The reporter commented: she underwent partial removal of the essure device, but what could not be removed is still embedded in tissue. Tubal ligation was performed to ensure permanent birth control. Before the removal surgery, the location of the device was unknown. She denied to be allergic to nickel or any other component of essure. She did not experience a hypersensitivity reaction to nickel or any other component of essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: location of the essure device was unknown. Current weight: (B)(6) lbs. Approximate weight at the time of essure placement: (B)(6) lbs. Ultrasound ( (B)(6) 2013 - inconclusive), radiology testing ( (B)(6) 2013). Most recent follow-up information incorporated above includes: on 08-jan-2018: new events added: fallopian tube not blocked and frequent pain in lower right side/ side pain in lower right side/ sharp pain - lower right side/ pain in her lower right side. Lot no. Added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("only a portion of the device could be removed"), fallopian tube perforation ("device migration / fallopian tube perforation lower right side / the location of the device was unknown/essure device was still undetected, and the exact location remained unknown") and embedded device ("remaining portion of the essure device remains embedded in the plaintiffs uterus/ still embedded in tissue/portion of the device remains embedded in uterus lining (near plaintiff's fallopian tube opening)") in a 39-year-old female patient who had essure (batch no. 922606) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "fallopian tube not blocked". The patient's past medical history included multigravida and parity 4 (((B)(6) 2006, (B)(6) 2008, (B)(6) 2008, (B)(6) 2011)). Previously administered products included for an unreported indication: birth control pill from 2002 to 2011. Concurrent conditions included augmentation mammoplasty and gum disorder. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("frequent pain in lower right side/ side pain in lower right side/ sharp pain- lower right side/ pain in her lower right side/ even after tubal ligation, pain still exists"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), menorrhagia ("heavy and abnormal menstruation"), abdominal pain ("severe abdominal pain"), complication of device removal ("only a portion of the device could be removed. The remaining only a portion of the device could be removed. The remaining portion of the essure device remains in her uterus"), mental disorder ("caused or aggravated any psychiatric or psychological condition") and dysmenorrhoea ("hurt before and after menstrual cycle / experienced abdominal/lower right side pain that was noticeable before, during, and after menstrual cycle"). The patient was treated with surgery (laparascopic surgery to remove device). At the time of the report, the device breakage, fallopian tube perforation, embedded device, menorrhagia, abdominal pain, complication of device removal and mental disorder outcome was unknown and the pelvic pain and dysmenorrhoea had not resolved. The reporter considered abdominal pain, complication of device removal, device breakage, dysmenorrhoea, embedded device, fallopian tube perforation, menorrhagia, mental disorder and pelvic pain to be related to essure. The reporter commented: she underwent partial removal of the essure device, but what could not be removed is still embedded in tissue. Tubal ligation was performed to ensure permanent birth control. Before the removal surgery, the location of the device was unknown. She denied to be allergic to nickel or any other component of essure. She did not experience a hypersensitivity reaction to nickel or any other component of essure. Not planning for removal of left side, as that side was effective. Patient underwent operative hysteroscopy with retrieval of right side essure device, operative laparoscopy, and ligation of right fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: location of the essure device was unknown current weight: 125 lbs. Approximate weight at the time of essure placement: 130 lbs. Ultrasound ((B)(6) 2013 - inconclusive), radiology testing ((B)(6) 2013) on (B)(6) 2012 patient underwent hysterosalpingogram. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-oct-2018: event "experienced abdominal/lower right side pain that was noticeable before, during, and after menstrual cycle" outcome updated to "not recovered / not resolved" from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("device migration / fallopian tube perforation lower right side / the location of the device was unknown"), device breakage ("only a portion of the device could be removed") and embedded device ("remaining portion of the essure device remains embedded in the plaintiffs uterus/ still embedded in tissue/portion of the device remains embedded in uterus lining (near plaintiff's fallopian tube opening)") in a (B)(6) year-old female patient who had essure (batch no. 922606) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "fallopian tube not blocked". The patient's past medical history included multigravida and parity 4 (((B)(6) 2006, (B)(6) 2008, (B)(6) 2008, (B)(6) 2011)). Previously administered products included for an unreported indication: birth control pill from 2002 to 2011. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("frequent pain in lower right side/ side pain in lower right side/ sharp pain- lower right side/ pain in her lower right side"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), menorrhagia ("heavy and abnormal menstruation"), abdominal pain ("severe abdominal pain"), complication of device removal ("only a portion of the device could be removed. The remaining only a portion of the device could be removed. The remaining portion of the essure device remains in her uterus") and mental disorder ("caused or aggravated any psychiatric or psychological condition"). The patient was treated with surgery (laparascopic surgery to remove device on (B)(6) 2013) and surgery (laparascopic surgery to remove device). At the time of the report, the fallopian tube perforation, device breakage, embedded device, menorrhagia, abdominal pain, complication of device removal and mental disorder outcome was unknown and the pelvic pain had not resolved. The reporter considered abdominal pain, complication of device removal, device breakage, embedded device, fallopian tube perforation, menorrhagia, mental disorder and pelvic pain to be related to essure. The reporter commented: she underwent partial removal of the essure device, but what could not be removed is still embedded in tissue. Tubal ligation was performed to ensure permanent birth control. Before the removal surgery, the location of the device was unknown. She denied to be allergic to nickel or any other component of essure. She did not experience a hypersensitivity reaction to nickel or any other component of essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: location of the essure device was unknown current weight: (B)(6) lbs. Approximate weight at the time of essure placement: (B)(6) lbs. Ultrasound ((B)(6) 2013 - inconclusive), radiology testing ((B)(6) 2013) . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2018: quality-safety evaluation of product technical complaint. Entry of FDA codes, addition of ptc global number reference, addition of batch information. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("device migration / fallopian tube perforation lower right side / the location of the device was unknown/essure device was still undetected, and the exact location remained unknown"), device breakage ("only a portion of the device could be removed") and embedded device ("remaining portion of the essure device remains embedded in the plaintiffs uterus/ still embedded in tissue/portion of the device remains embedded in uterus lining (near plaintiff's fallopian tube opening)") in a (B)(6) year-old female patient who had essure (batch no. 922606) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "fallopian tube not blocked". The patient's past medical history included multigravida and parity 4 (((B)(6) 2006, (B)(6) 2008, (B)(6) 2008, (B)(6) 2011)). Previously administered products included for an unreported indication: birth control pill from 2002 to 2011. Concurrent conditions included augmentation mammoplasty and gum disorder. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("frequent pain in lower right side/ side pain in lower right side/ sharp pain- lower right side/ pain in her lower right side/ even after tubal ligation, pain still exists"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), menorrhagia ("heavy and abnormal menstruation"), abdominal pain ("severe abdominal pain"), complication of device removal ("only a portion of the device could be removed. The remaining only a portion of the device could be removed. The remaining portion of the essure device remains in her uterus"), mental disorder ("caused or aggravated any psychiatric or psychological condition") and dysmenorrhoea ("hurt before and after menstrual cycle"). The patient was treated with surgery (laparascopic surgery to remove device on (B)(6) 2013) and surgery (laparascopic surgery to remove device). At the time of the report, the fallopian tube perforation, device breakage, embedded device, menorrhagia, abdominal pain, complication of device removal, mental disorder and dysmenorrhoea outcome was unknown and the pelvic pain had not resolved. The reporter considered abdominal pain, complication of device removal, device breakage, dysmenorrhoea, embedded device, fallopian tube perforation, menorrhagia, mental disorder and pelvic pain to be related to essure. The reporter commented: she underwent partial removal of the essure device, but what could not be removed is still embedded in tissue. Tubal ligation was performed to ensure permanent birth control. Before the removal surgery, the location of the device was unknown. She denied to be allergic to nickel or any other component of essure. She did not experience a hypersensitivity reaction to nickel or any other component of essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: location of the essure device was unknown. Current weight: (B)(6) lbs. Approximate weight at the time of essure placement: (B)(6) lbs. Ultrasound ((B)(6) 2013 - inconclusive), radiology testing ((B)(6) 2013). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2018: new event added: hurt before and after menstrual cycle. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.